Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device monitor goes black. The issue occurred during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope socket and broken front panel a root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to broken front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction on field h11 (cause of event reported) a root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to intermittently not capturing images. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.